Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. The same day as event onset, the patient was hospitalized and treated with vancomycin injection (1 gm, weekly, intraperitoneal, for 14 days). Three days later the patient was treated with ceftazidime injection (1 gm, once daily, intraperitoneal, for 14 days) for peritonitis. Pd therapy was ongoing. At the time of this report, the patient was recovered from the event. It was reported the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.